Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was continually displaying an error 4 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to specify when the alleged issue first began. The patient reported that she does not take any medications to manage her diabetes and advised that she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient stated that an unknown time after the alleged issue began, on the evening of (B)(6) 2017, she ¿passed out¿ and had to call the emergency medical services (ems). However, she denied receiving any medical treatment as a result of the alleged issue. During troubleshooting, the csr noted that at the time the alleged issue first began, the subject meter was not being used for the first time and that the patient was following the correct testing procedure. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a retest and the issue remained unresolved. The csr did however, establish that the test strips did not completely draw in the sample of blood. The patient was unable and/or unwilling to confirm the sub-code displayed above the error message. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.